Event description:
Smiths medical intl ltd., has been notified of two events that the pilot balloon deflated after two hours use. Unit was pretested per instructions for use. No adverse outcome. Event occurred at the hosp - foreign country.